Manufacturer narrative:
Implant date reported as (B) (6) 2009. Manufacture date and manufacture site cannot be determined without a part and lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Patient was originally implanted with a pdl at l5-s1 approximately one year ago, due to discogenic back pain. The patient was revised on (B) (6) 2010 due to unrelieved pain. This is three of three reports for this event.